Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being in the hospital for 1 day with blood glucose of 300 to 600 mg/dl. Troubleshooting found that the customer's insulin pump beeped and indicated that the blood glucose was high. Customer decided to go to the hospital at that point. No further details given.